Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and leads were removed as a cautionary measure due to the patient having ¿some sort of reaction¿ presumed to be an infection. The patient was treated. No further patient complications have been reported as a result of this event.